Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed this is a repeat service event. The cause was determined to be loose motor nylons and all service actions were completed during the last service cycle. The device was found out in specification in relation to the customer reported 'system error 110' which was not reproduced. A review of the event history log identified 'system error 110'. The reported condition was verified. Evaluation inspected the device and found the cause to be a loose motor shaft. The motor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 110 (pic counts per cam error) during therapy in the intensive care unit (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.